Manufacturer narrative:
.Per tandem¿s t:slim x2 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer overfilled the cartridge and stated that insulin "shot out" of the bottom. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded.